Manufacturer narrative:
Reference MFR. Report: 1221359-2020-00397. The investigation is not complete. A supplemental report will be submitted after completion.

Event description:
The customer reported false negative results involving two patients. This report represents patient two of two. The customer reported a false negative result on a nasal swab with the ID now covid-19 assay performed on (B)(6) 2020. Repeat testing on a new sample with the ID now covid-19 assay was also negative. Swab type and use of viral transport media not provided. Pcr generated positive results on (B)(6) 2020. The patient was exposed to covid-19 and began to feel symptomatic with temperature maximum of 101 degrees f and fatigue around (B)(6) 2020. The patient was evaluated by her primary care physician where a covid-19 pcr and antibody serology was negative. On (B)(6) 2020, she presented to the emergency department with worsening respiratory status requiring 3l of oxygen by nasal cannula. Chest computed tomography (CT) pulmonary embolism (pe) study showed atypical viral pneumonia like covid high in differential, along with bacterial pneumonia in immunocompromised setting, or atypical pneumonitis along with eosinophilic pneumonia. The patient received azithromycin and was admitted for further management. The patient's respiratory status worsened overnight, requiring high flow nasal cannula with o2 25l / minute. The patient consented to remdesivir treatment. The patient's outcome was not provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.